Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the rear cover was damaged, bad pixels were observed on the display and the latch appeared too used. Functional testing duplicated the reported display issue. The investigation determined that the issue was most likely caused due to the pump falling. The display was replaced. The investigation found that pumps speaker was working as expected. Service history review identified the complaint was not related to a previous service of the device within the review period., corrected data: h6: health effects - clinical signs and symptoms or conditions.

Manufacturer narrative:
Device identification (UDI) and protocol number are unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a faded screen and it did not sound. No patient injury reported.